Manufacturer narrative:
Manufacturers' investigation conclusion: although the report of decreased flow could not be confirmed through this evaluation as no log files were provided for review, the account communicated that the low flows were caused by a hematoma compressing the right ventricle with delayed onset tamponade. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient had a decrease in flow. A computed tomography scan was performed and chest wall hematoma was noted. There was delayed onset of cardiac tamponade. The patient was taken to the operating room and there was a large hematoma compressing the right ventricle up to the aortic root. There was no active bleeding. The ventricular assist device (vad) flow returned to normal. There was a long post surgical course that was complicated by multiple gastrointestinal bleeds. The source of the bleed could not be located. The patient was on octreotide and thalidomide. It was believed that the gastrointestinal bleed was caused by flow during the tamponade and not the left ventricular assist device (lvad). The patient was discharged home to hospice and expired on (B)(6) 2019.